Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: 00576401551 - femoral component option for cemented use only size e left - (B)(6); 00596403210 - articular surface size ef 10 mm height use with plate 3 - (B)(6). G2: foreign country: united kingdom. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by legal a patient underwent a left knee arthroplasty. Subsequently, a legal claim has been made due to pain and limited mobility. It was noted that the surgeon reported loosening via x-ray. Attempts have been made and all available information has been provided.